Event description:
Customer reports that the strip vial states the expiration date is 12/31/06, however the manufacturer has the expiration date as 03/31/05: no injuries reported due to mislabeling. Requested return of suspect device and replacement was sent.